Manufacturer narrative:
Concomitant medical products: d224trk crtd, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured several years ago and the device defibrillation therapies were turned off due to the fracture. Recently, the patient developed a new heart block, and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.